Event description:
Patient has a history of multiple sclerosis and epilepsy. She had left hip surgery on (B)(6) 2022. The next six months following the surgery, patient lost 100lbs. She was admitted to (B)(6) hospital in (B)(6) in (B)(6). (B)(6) she received a peg feeding tube and immediately had adverse symptoms. She developed an osteomylitis and hematoma in her lumbar region. (B)(6) 2023 patient was diagnosed with lesions on her spine and abdomen.